Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was stated that the customer had not checked her blood glucose levels in over two weeks, and changes the infusion sets once a week. The alarm history revealed low battery, no power and no delivery alarms, all prior to the hospitalization. The customer did not change the battery when she got the low battery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.